Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an f_49 failure code. This failure code is associated with a malfunction in the real time clock, (rtc) specifically abnormal rtc data. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a malfunction in the rtc (abnormal rtc data) due to a defective central processing unit board. To correct the condition, the central processing unit board was replaced and calibrated, and all configuration option settings were reset per the service manual. If any additional information is received, a follow up MDR will be sent.